Event description:
The customer reported that their unit was "leaking" cidex opa. The customer stated that there were no physical complaints reported. The asp field service engineer (fse) went to the facility to repair the unit.

Manufacturer narrative:
Solution leaking - capital equipment, unit evaluated at the facility. The fse found the water inlet and controller not working. He replaced the cable and the water inlet value. Results - inlet.